Manufacturer narrative:
Citation: silaschi m et al. Durability of transcatheter aortic valves beyond 5 years: a retrospective single-center analysis. Thorac cardiovasc surg 2020; 68(s 01): s1-s72. Doi: 10.1055/s-0040-1705481. Publication date: 13 february 2020 (online). Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the long-term durability of transcatheter heart valves in patients with aortic stenosis and were deemed to be at low or intermediate surgical risk. All data were retrospectively collected from a single center between 2011 and 2015. The study population included 266 patients and was predominantly female with a mean age of 83 years. Of those, 188 were implanted with medtronic transcatheter bioprosthetic valves: corevalve (172) and evolut r (16). No serial numbers were provided. Among all patients, 98 deaths occurred during a median follow-up period of approximately 2 years. Multiple manufacturers were involved in the study and no further details about the deaths were provided. Based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events included: reoperation due to paravalvular regurgitation, transvalvular regurgitation, or endocarditis; unspecified type(s) of structural valve deterioration observed on echocardiography; and moderate aortic regurgitation. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.